Manufacturer narrative:
The customer cancelled the call. No further info is available. No pt injury was reported.

Event description:
The customer reported that the 2600 system had a bad foot switch and that the computer would not boot. No pt injury was reported.